Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer current blood glucose level was 404 mg/dl. The customer was declined all troubleshooting for high blood glucose. The customer did not seem to be taking the insulin right, getting kind of old they had surgery last week and we cannot get insulin down they did not know what we got it set on, but son had to give me a shot and sugar was 515 mg/dl, went down to 410 mg/dl then gave an additional seven units 404 mg/dl. Customer reported that they run a self test on the insulin pump, no errors occurred, pump passed the test. The insulin pump will not be returned for analysis.